Event description:
It was reported that the patient underwent a heart transplantation on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the outcome was not device or therapy related and the left ventricular assist device (lvad) operated as intended. The transplant was routine.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was noted that the device will not be returned for evaluation. The relevant sections of the device history records for mlp-038150 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.